Event description:
A pump with failure code 814:01 this failure code occurred during bio-med testing. It is not known if there was any pt injury or medical intervention necessary according to the hosp representative.